Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. It was noted the mean pressure gradient was 3.2mmhg. An nt clip (B)(6) was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. It was noted the gradient lowered to 2.6mmhg. To further reduce mr, an additional nt clip (B)(6) was inserted and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 8mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. When the clip was removed, the gradient returned to baseline and mr remained at 1+. Later that day, echocardiography was performed and showed mr had increased to a grade of 3. The clip was noted to be stable and no tissue damage occurred.